Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient stated the device had been beeping for the past month. The device was not able to be interrogated. Per the clinic, the patient had been told to have the device replaced last fall since it had reached end of life (eol). The device was explanted and replaced. No patient complications have been reported as a result of this event.